Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue happens again, which they acknowledged and understood.